Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep today as they had pain at their ins site where their pants were and were having difficulty charging. It was reported that factors may have led/contributed to the pain. The patient¿s recent implant surgery ((B)(6) 2018). They stated factors leading to the difficulty charging was unknown. No troubleshooting had been done. The rep stated they would be meeting with the patient again on (B)(6), to assess their issue at an appointment in their healthcare provider¿s (hcp¿s) office. The issue was not resolved at the time of the event. No surgical intervention had yet occurred or was planned at that time. Additional information was later received. It was reported that the device was trouble. The patient would get excellent recharge connection and then it was say to try again. They were having a lot of trouble connecting the controller to ins and saw the 81 screen that the battery was empty. They could not get the controller to turn off or get the screen off. The patient had to take out the controller batteries to shut off the screen. The patient did not use the belt and would hold the controller over the battery to recharge with their hand. An appointment to assess the issue was scheduled for (B)(6) 2018. A new controller was sent to the patient. The lithium battery from the old controller was placed in the replacement controller and the issue was still occurring. They got excellent coupling which immediately went to "device not found." It was reported that it may be tilted a little bit at best, but did not seem like that was a contributor. The controller was disabled and they were able to get the patient charging right away with it bouncing between excellent and good. Shortly after it went back to no device found in the same spot and said no device found. Additional information was reported. The consumer reported they received the new controller and it was still not working right. The controller was not connecting to the implant and they were seeing the passive recharge screen, 81 was the best number. The patient was eventually able to get the recharge screen (controller 44%, ins at 60%). The no device found screen was seen. Per manufacturer representative, the ins was not deep and did not appear to be at an angle. Additional information received stated that the patient was still having trouble connecting to the ins. It was reported the ins was 60% charged and when a connection was attempted, the "looking for device" message was seen. The rep tried to repair the controller, and reported that the "poor recharge quality" screen was continuously shown. An imaging study was discussed to be needed. Additional information received stated that the rep would meet with the patient, and the ins may be angled. It was reviewed that passive recharge mode should be tried. Additional information received stated that the rep was getting the passive recharge screen on the controller, but was able to charge again. It was reviewed that the recharger had to remain in passive mode to charge. It was confirmed that the ins was angled, and a fluoroscope image was sent to show the ins angle. The rep was eventually able to connect and noted the battery appeared in the red, but the connection was good. The rep planned to discuss the angle with the healthcare provider (hcp) it was reviewed that the ins should be charged before it got too low. It was also reported the patient has pocket pain. Additional information received stated that the angle made charging not possible and the rep had little success charging the ins after an hour. The rep would periodically get a good connection, but it would quickly be lost. The rep did not see how the patient could feasibly charge the ins and expected the patient to need a pocket revision. The rep confirmed discussing the angle with the patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was a revision planned to resolve the ins tilt. The date was confirmed to be (B)(6) 2018. There were no reported complications and no further complications were expected.

Manufacturer narrative:
The correct date for follow up number (B)(4). If information is provided in the future, a supplemental report will be issued.